Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened(creased) down button dome switch. The device was also received with cracked lcd window, a cracked case at display window corner, cracked battery tube threads, broken belt clip slot and a cracked reservoir tube lip.

Event description:
The customer called and reported that a button on the insulin pump was not consistently responding. Customer's blood glucose was 158 mg/dl. No significant events leading to the keypad issues were recalled. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.